Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tenaculum forceps instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the customer reported a tenaculum forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument appeared to have a broken cable. There were no reports of a portion of the tip breaking off.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and was found to have a loose pitch cable at the distal end. The loose cable segment that contains the crimp was missing in the clevis. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The following statement was inadvertently included in the previous report: "the loose cable segment that contains the crimp was missing in the clevis." The corrected failure analysis information is as follows: intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a loose pitch cable at the distal end at the proximal clevis. The plastic housing was removed, and the pitch cable was found to be loose in the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.